Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Event description:
Device report from synthes (B)(4) reports and event in (B)(6) as follows: it was reported during an a2fn recon hip screw insertion on (B)(6) 2013 that both recon screws were out of nail and positioned anteriorly to the nail. The issue was captured upon an intra-operative x-ray check after the nails and screws were inserted. The screws and nail were then removed from patient, and the second attempt of alignment check was performed again with the reamer passing through smoothly. This report is 4 of 8 for complaint (B)(4).